Manufacturer narrative:
Concomitant products: bd 10ml syringe; terumo 10ml syringe; and unknown syringe; therapy date (B)(6) 2015. The customer¿s report that two syringe pumps on the left side of the pcu were "discharged and not running¿ was confirmed. Review of the pcu event log showed that prior to the channel disconnect event the following devices were programmed as follows: syringe module sn (B)(4) (channel a) was infusing carrier fluid at 0.5ml/hr; syringe module sn (B)(4) (channel b) was infusing a midazolam_drip at 0.17ml/hr; pump module sn (B)(4) (channel c ) was idle; and syringe module sn (B)(4) (channel d) was infusing a fentanyl drip at 0.34ml/hr. At the time of the event, (B)(6) 2015 at 08:40am, channel disconnects occurred on channel a and channel b¿the syringe pumps lost power and the infusions were stopped. At the time of the event channel c remained idle and channel d continued to infuse. The user acknowledged the channel disconnect alert and reprogrammed the infusions on channel a and channel b. Visual inspection of the pcu revealed a cracked left iui (female) and contamination on the right iui (male). The channel disconnects were replicated during testing and found to be attributed to a cracked left iui (female) on the pcu. The root cause for the 2 syringe pumps that stopped infusing was a cracked left iui (female) on the pcu, which caused the devices on the left side to lose power.

Event description:
The customer reported discovering that two syringe pumps that were infusing versed and fluid on the left side of the pcu were "discharged and not running," and the fentanyl drip that was infusing with a device on the right side of the pcu continued infusing normally. The nurse discovered the interruption in both infusions and restarted all three infusions on a different device. There was no significant interruption in patient care. There was no patient harm reported.